Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the redundant power tray assembly (rpta) due to error 86. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The rpta was returned for failure analysis, and a visual inspection found no issues related to the report issue. The unit was installed onto the golden system and completed program with no problem so far. A continued performance was set to 10 power cycles and sat idle for one hour. Once the testing was completed and system logs were inspected, no error could be identified. There was no trouble found with the power tray. The complaint was not confirmed.

Event description:
It was reported that during a da vinci assisted incisional hernia ipom surgical procedure, that the customer experienced a repeated non recoverable fault 86 on a vision side cart (vsc). Before contacting the technical support engineer (tse), the customer had already converted to a second vsc to continue the surgical procedure. Tse discussed the event with the customer but was not able to review logs or directly verify the reported 86 error at that time. The customer continued the procedure on the alternate vsc. The procedure was converted to another davinci system with no reported injury.